Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us and all information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique manufacturer/device serial numbers. The baseline gender/age characteristic is male/59 years old. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Emerging electromagnetic interferences between implantable cardioverter-defibrillators and left ventricular assist devices europace : european pacing, arrhythmias, and cardiac electrophysiology : journal of the working groups on cardiac pacing, arrhythmias, and cardiac cellular electrophysiology of the european society of cardiology. 2020; 00, 1-4 10.1093/europace/euaa006. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding a cardiac resynchronization therapy defibrillator (crt-d). The authors described a case where there was electromagnetic interference and the device could not be interrogated while the patient had a concomitant left ventricular assist device. The status/disposition of the crt-d is not known. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.